Event description:
It was reported that a battery assessment was needed. Technical services (ts) reviewed the device data and confirmed the device was depleting prematurely. The device should be replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that a battery assessment was needed. Technical services (ts) reviewed the device data and confirmed the device was depleting prematurely. The device should be replaced. No adverse patient effects were reported. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that a battery assessment was needed. Technical services (ts) reviewed the device data and confirmed the device was depleting prematurely. The device should be replaced. No adverse patient effects were reported. The device remains implanted.